Manufacturer narrative:
Evaluation summary: one 8.0 tts adult tracheostomy tube was received for investigation. A leak test was completed and a leak was detected on the cuff of the device. In addition, after the device was magnified, holes were found in the cuff and appeared to be damaged. A device history record review was also completed and no discrepancies were found. Based on the evidence and testing, the complaint allegation was confirmed. The investigation did not reveal any intrinsic manufacturing defects with the returned product. No problem source was identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex bivona tts tracheostomy tube leaked after about 12 hours in use with a patient. Subsequently, a tracheostomy (trach) tube change out was required and the leaking tube was replaced with previously used tts tube. No leak was reported after replacing the initial trach and the issue was noted as solved. The patient was noted to be a "long-term bivona tts tube user". No additional adverse effects were reported.